Event description:
Litigation alleges pain and difficulty ambulating. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Revision operative notes indicate significant bone loss on acetabular bone and cup migration loosening with dislocated femoral head. The cup and screws have now been reported. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found another complaint against the bone screw provided product and lot combination. A review of the device history records for the bone screw did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.